Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found the seal plug was intact and the medical adhesive around the seal plug was damaged. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. There is no indication of high power consumption. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to being on advisory as secondary prevention since the patient was unable to hear the tones from the device. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.